Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6)2024 and the patient noticed swelling on (B)(6)2024. The patient consulted hcp who prescribed "octenisept" to cool the swelling and fusicutan cream to put on swelling during the night. The patient has continued to use the eversense cgm system and has not reported any further issues. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient reported swelling at the insertion site, first noticed on (B)(6)2024. The sensor was inserted on (B)(6)2024. The patient consulted hcp who prescribed "octenisept" to cool the swelling and fusicutan cream to put on swelling during the night.